Event description:
Patient reported "lump and pain to right breast and that rupture and silicone granuloma". The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, g2, h6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, weight to the spec. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: - a striated edge broken on anterior side assessed as surgical damage.

Event description:
Patient reported "lump and pain to right breast and that rupture and silicone granuloma". The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Event description:
Patient reported "lump and pain to right breast and that rupture and silicone granuloma". Device remains implanted.